Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the pump touch screen was unresponsive and delayed in responding to presses. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information and declined troubleshooting.